Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead revision procedure. Upon review, the right atrial lead exhibited high capture thresholds. A chest x-ray was performed and revealed right atrial lead dislodgement. During procedure, the helix of the right atrial lead was unable to retract. The physician explanted and replaced the lead. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece measuring 52.2 cm with the helix partially extended and clogged with blood/tissue. Visual and x-ray examination found no anomalies. Electrical testing did not find any conductor fractures or internal shorts. After cleaning and applying torque directly, the helix could retract and extend within specification. The reported events of dislodgement and high capture thresholds were not confirmed. The reported event of helix could not retract was confirmed and attributed to the helix being clogged with blood/tissue.